Event description:
On (B)(6) 2011, patient reported he had an infusion set "plug up" on him and he did not have time to test his blood glucose, so he ended up facing an elevated blood glucose reading. Pt stated the incident occurred on (B)(6) 2011. Pt reported he got really busy and did not take care of himself. Pt stated, the infusion headset was due to be changed and he should have stopped what he was doing and test, but he did not. Pt reported his blood glucose reading was 398 mg/dl. Pt's target blood glucose range is 120-125 mg/dl or less. Pt stated, he did not receive any error message on the infusion device. Pt reported when he did change the infusion set pigtail, he noticed insulin was soaking the area around the infusion set needle. Pt stated, he changed the pigtail, bolused and then took an injection of insulin. Pt reported his blood glucose lowered into the target range. Pt discarded the alleged infusion set. The pt did not require assistance from a healthcare professional or second party to address the issue. No product return was requested.

Manufacturer narrative:
No product will be returned for eval.